Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the magnetom sola. During a procedure, the user reported that the patient coded. The technician attempted to remove the patient from the scanner, but the table did not respond. Later the patient table was physically detached and removed from the room for treatment. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.